Event description:
Patient reported power pack depleting without infusion device displaying a2 (low power pack warning) or e2 (power pack depleted) alarms. He indicated, his blood glucose was elevated to 280 mg/dl. His normal blood glucose was 170 mg/dl. Patient did not report any symptoms related to the elevated blood glucose. No medical assistance was reported. Product will not be returned for evaluation.

Manufacturer narrative:
Product not returned for evaluation. Issue described to agency in recall.